Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Date of birth not available.not applicable for this device.blocks d6 & d7: not applicable for this device.blocks e1 & g2: country is germany. Block g2: study name - learn registry.blocks h3 & h6: the altatrack guidewire was discarded by the facility, thus no returned product investigation was performed.blocks h7 & h9: do not apply to this submission.submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that on (B)(6) 2021, an altatrack guidewire was used in a bevar procedure in the abdominal aorta plus side branches. The altatrack guidewire was used along with non-philips conventional guidewires in combination with conventional catheters. No patient injury or device malfunction was reported at the time of the procedure. However, 8 days post procedure on (B)(6) 2021, a dissection was noted in the descending aorta (celiac trunk, stenotic >50%, not calcified <50%), but no intervention was performed. This adverse event is being submitted in abundance of caution because it could not be determined if the altatrack guidewire caused or contributed to the dissection.

Manufacturer narrative:
Blocks b5/g3: additional information was provided by the site on 23nov2022. Block d10: terumo guidewire was listed as a concomitant device in the initial MDR. Block f10: the hecc and heic complaint codes were updated to reflect no patient injury: hecc code 3160 (vascular dissection) was replaced with code 4582 (no clinical signs, symptoms or condition). Heic code 4164-serious injury/ illness/ impairment) was replaced with code 2199 (no health consequences or impact). Block h2: correction- this event is no longer reportable based on the additional information received. Block h6: added conclusion code 4310 (caused traced to non-device related factors). Code 67 (no problem detected) from the initial MDR remains applicable.

Event description:
This adverse event is no longer reportable for a dissection. Additional information confirmed the altatrack device did not cause the dissection. The task was completed with a terumo guidewire.